Manufacturer narrative:
The device is not available for evaluation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during repair, the technician detected a defective 3-way valve. The pin of the 3-way valve was found broken. No patient was involved. (B)(4).